Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This stockert was manufactured before september 24, 2014, therefore, no UDI is applicable for this product with serial number (B)(4). (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent an atrial flutter (afl) procedure with a stockert 70 system and suffered a second degree skin burn. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Service was declined.

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a stockert 70 system and suffered a second degree skin burn. It was reported that the patient¿s skin displayed a burn on the skin where the grounding pad was stuck on the patient. The burn looked as if it was a second degree burn. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.